Event description:
It was reported that sheath damage occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman double curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) was selected for use. Venous tortuosity was noted when a non-bsc 18fr introducer could not be placed in groin. A 16fr outer was placed in femoral site. The patient was noted to have difficult venous anatomy and manipulation of the was required to reach septum. The connect dilator was removed from sheath to reshape when it was noticed the was sheath was bleeding from in front of the valve and sheath was noted to be broken. The was sheath was replaced and the procedure was completed. It was not quantified how much blood loss occurred from the damaged sheath, however there was an estimated total blood loss documented as 75ml for the entire procedure. There were no interventions required due to the damaged sheath. Post procedure, it was noted that a blood transfusion (2 units) was required after hemoglobin was low. Patient is noted to be a dialysis patient and remains in the hospital but with no current complications.